Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 51 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer stated low blood glucose level was due to prior back surgeries. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).